Event description:
Event description cpi received information that this endotak c transvenous defibrillation lead was removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this lead was found to have a 'possible insulation break'. The lead and ICD were both replaced.